Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was noted that the right atrial (ra) lead ruptured in the middle during explant, due to adhesion, and the lead could not be removed. No further patient complications have been reported as a result of this event.